Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal was missing, scratched and cracks on lcd lens screen. The customer stated problem was duplicated. Customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the manufacturing specifications. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the pump failed delivery by +7.05 during testing. It is unknown if there was a patient involved.